Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2013. -uneventful device explant due to moderate dysphagia with intermittent food impactions on (B)(6) 2017. -linx device found in correct position/geometry at the time of explant. -the patient received a partial fundoplication at the time of explant.